Event description:
Found during testing. According to the reporter, the device will not operate on battery power. There was no pt use associated with the reported incident.

Manufacturer narrative:
Physio-control evaluated the device and observed that it would not operate on battery power. Physio replaced the power supply assembly and then observed proper device operation through functional and performance testing. The device was returned to the customer for use. Physio further evaluated the replaced power supply assembly and determined that root cause for the device's failure to operate on battery power was a filter, designator fl4.